Manufacturer narrative:
Other, other text: evaluation: tamper seal removed/broken: yes, on bottom case check syringe plunge sensor error was found at power up and failed plunger sensor test. Fluid ingression was found inside of plunger assembly. Replaced the whole plunge assembly also replaced plunger tube and plunger cable. Performed pm maintenance and all functional testing. Root cause is due to fluid ingression inside the plunger assembly caused by customer. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced in (B)(6) 2022 per ro #1252019 and is not related to the customer's complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pumps plunger sensor failed. No patient injury reported.